Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that no air came through the vials and customer was unable to get any insulin. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.